Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge using the attached paddles ((B)(4)). The customer obtained another set of paddles and they worked properly. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.